Manufacturer narrative:
A supplemental MDR is being submitted due to engineering evaluation findings. The device was not returned to edwards lifesciences for evaluation. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of this event is not required at this time. The complaints for "deployed valve exhibits central regurgitation" and "leaflet motion restricted-in patient" were unable to be confirmed. A review of the DHR did not provide any indication that a manufacturing non-conformance would have contributed to the complaint event. A review of the IFU/training materials revealed no deficiencies. During the manufacturing process, all sapien 3 ultra resilia valves are 100% visually inspected for defects and 100% tested for proper coaptation under physiological backpressure conditions prior to release for distribution. Therefore, it is highly unlikely that a manufacturing defect or device malfunction contributed to the complaint event. As reported, "the valve was landed in a 90:10 aortic/ventricular position as intended with nominal volume, and a post dilation was performed (volume unknown). After the valve deployment, aortic regurgitation was observed, and transesophageal echocardiography (tee) revealed that the leaflet of ncc side did not move." Per the instructions for use (IFU), valve regurgitation is a known potential adverse event associated with bioprosthetic heart valves and the transcatheter valve replacement (thv) procedure. There are multiple patient and procedural factors that alone or in combination can cause or contribute to central regurgitation including malposition of the valve, impingement of a leaflet due to the guide wire, over inflation of the deployment balloon, post dilation of the implanted valve, and slow recovery of adequate ventricular flow post valve deployment and rapid pacing. All these factors have the potential to contribute to suboptimal coaptation of the sapien valve leaflets and cause central aortic insufficiency. Occasionally there are cases where the root cause of the regurgitation cannot be determined. In this case, post-dilation was performed, so the incident valve could be overinflated, leading to suboptimal leaflets coaptation, resulting in leaflet motion restricted with central regurgitation as reported. Per training manual, central regurgitation was a potential risk of post-dilation. As such, available information suggests the procedural factors (post-dilation) may have contributed to the reported event. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review.

Manufacturer narrative:
Investigation is ongoing.

Event description:
Per report received from japan, the patient underwent a transfemoral (tf) transcatheter aortic valve replacement (tavr) and received a 23 mm sapien 3 ultra resilia (s3ur) valve. During device preparation, no abnormalities was observed. The valve was landed in a 90:10 aortic/ventricular position as intended with nominal volume, and a post dilation was performed (volume unknown). After the valve deployment, aortic regurgitation was observed, and transesophageal echocardiography (tee) revealed that the leaflet of ncc side did not move. Since the frozen leaflet did not improve by manipulating a catheter, emergency tav in tav was performed with a coronary protection.